Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump alarmed for a failed battery test with a test battery cap due to a corroded battery tube. No off no power or low battery alarm was noted. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump would not turn on, following a battery change. Customer's blood glucose at the time of the report was 142 mg/dl. It was found that the battery compartment was corroded. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.